Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence which difficulted the bladder filling and the radiotherapy. A scan showed that the pressure regulating balloon (prb) was in an intra-peritoneal position, disconnected from the rest of the device revision. A revision surgery was performed in which the prb was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable artificial urinary sphincter (aus) pressure regulating balloon (prb) at our quality assurance laboratory, the returned component underwent a thorough analysis. The balloon was visually examined and functionally tested. No damage or abnormalities were noted, but the prb failed the functional test as it performed above product specifications. The reported patient symptom of incontinence is a known risk associated with aus and is noted as such in the device instructions for use. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported observation of balloon disconnection, however, the functional issue identified could have cause or contributed to a device performance issue.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence which difficulted the bladder filling and the radiotherapy. A scan showed that the pressure regulating balloon (prb) was in an intra-peritoneal position, disconnected from the rest of the device. A revision surgery was performed in which the prb was removed and replaced with a new one. No patient complications were reported.